Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure the device jacket is not cut. Coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows three maxcore device in the sealed packaging. No other anomalies noted. Therefore, based on photo review the reported event cannot be confirmed. Therefore, the investigation is kept as inconclusive for the reported failure as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, it was reported that the device jacket is not cut. Coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.